Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable peura doc# (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that bd cathena 18gx2.00in winged bc label content missing. Apparently, their delivery got stoppend at their inbound inspection at mediqs warehouse due to missing importer symbol and md (medical device) symbol on label. Customer wanted to get resurance that if this has happened before. No pickup is needed. Contact from this email: (B)(6). Label issue: the package it lacks both importer marking and md (medical device) symbol.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: cathena. Device failure: labeling concerns.